Event description:
It was reported that during a laparoscopic lobectomy, the articulating lever broke. Only one side, the right, could be articulated. During analysis, the device malformed staples. There was no pt consequence.